Event description:
It was reported that during routine ICD change out, externalized conductors were observed between the rv and svc coils. No electrical anomalies were detected. Lead remains implanted. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.